Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 19 of the patient's mouth. Implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.